Event description:
During a fossa asd closure, the device was deployed in the defect; however, moderate residual flow was present post-deployment. The device was well-seated but the septum primum along the inferior rim remained mobile between the discs. The device was snared and replaced without complications.

Manufacturer narrative:
Upon receipt of the amplatzer multi-fenestrated septal occluder - "cribriform", the device was returned in the original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.